Event description:
The user facility reported a 77-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on impella cp support and the patient experienced bleeding at the impella cp groin insertion site while on a flight. Manual pressure was held and systemic heparin was discontinued. After the patient arrived at the intensive care unit, the patient was switched to bicarb purge. Bleeding was stopped with manual compression and ensuring the position of reposition sheath was at right angle. The pump was explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.